Event description:
Procedure - totally extraperitoneal hernia repair. According to the reporter, the mesh was torn when using the device to fix the hernia. It was believed that the pores of the mesh were larger than other brands of mesh. There was no patient injury. A new mesh was used to complete the case. No further information was available.

Manufacturer narrative:
(B)(4).